Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Visual analysis revealed that the catheter body appeared intentionally trimmed. The distal extension line had separated from the distal luer hub. The separation point on the extension line was angled so it appears the extension line may have been cut as well. However, the distal luer hub was not returned for analysis. Therefore, the point of separation cannot be officially verified as it is unknown if a portion of the extension line is still inside the luer hub. No other defects or anomalies were observed. The catheter body from the juncture hub to the distal tip measured 114mm, which indicates that at least 93 mm of the catheter body was not returned per catheter graphic. The distal extension line outer diameter measured 2.14mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.422mm, which is within the specification limits of 1.420mm-1.500mm per the distal extension line extrusion graphic. The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal lumens were flushed using a water-filled lab inventory syringe. No blockages or leaks were detected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated; however, the actual luer hub was not returned. Therefore, the point of separation cannot be officially verified. The catheter met all relevant functional requirements. Based on the customer report and the sample received, the root cause cannot be determined without the luer hub returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During insertion the physician found the extension line with the distal lumen was "broken". A new device was used and "there was no problem". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
During insertion the physician found the extension line with the distal lumen was "broken". A new device was used and "there was no problem". No patient harm reported. The patient's condition is reported as fine.